Event description:
A physician reported a pt who was skin tested in the left forearm on 14 nov 1997 with negative results. On 9 dec 1997, the pt rec'd her first treatment with two formulations of collagen in the nasolabial folds, oral commissure lines, glabellar frown lines and vermilion borders. On 12 jan 1998, the pt phoned the physician to report that the glabellar treated area had recently become red and "bumpy". (Exact date of onset not known). The pt was examined on 13 jan 1998, and the physician noted the test site was slightly swollen red, and indurated, the glabella was red and inflammed, and he could feel some slight lumpiness in the oral commissures. The physician believed the pt had a hypersensitivity to collagen, and advised the pt not to continue to receive collagen treatments. He prescribed topical diprolene gel for the pt on 13 jan 1998. On 25 february 1998, the case summary was returned by the physician, who reported that topical diprolene was ineffective. On 16 february 1998, the physician injected triamcinolone: xylocaine 1:1 (triamcinolone 10mg/cc) intradermally with no effect at 48 hrs.